Manufacturer narrative:
(B)(4). Concomitant medical products: kne-unknown-bearings catalog # unk lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-07791.

Event description:
It was reported that patient underwent partial knee replacement and after almost 3 years the disc that sits in the medial aspect of the joint popped out. Patient was revised to a total knee replacement due to dislocation.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient's tibial component dislocated.